Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was 400 mg/dl. Customer states pump receiving two power error detected messages. The customer was assisted with trouble shooting. The alarms were cleared. The insulin pump will not be returned for analysis.